Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during the initial drain cycle of their automated peritoneal dialysis (apd) therapy. Reportedly, hp had initiated the initial drain cycle prior to connecting the transfer set to the patient line of the hc set. After noting this, hp immediately was connected to the setup. Tsc assisted hp in ending apd therapy early, hp completed the therapy by setting up with new supplies. Per hp, no patient injury or medical intervention was associated with this incident.